Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer felt resistance while loading a cartridge. Another cartridge was used. Blood glucose was 94 mg/dl.